Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was they were having trouble charging the implant as the recharger was messed up. Now they couldn't get either the implant or controller to charge. Patient services specialist (pss) had the pt connect the controller to the ac power supply without the battery pack inserted; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt stated that they couldn't tell if the controller light was green or yellow but the light was solid. Pss had the pt unlock the controller; pt stated that no device found appeared. Pss reviewed passive recharge mode with the pt and had the pt select recharge on the no device found screen. The three numbers on the trying to recharge screen were 0 0 0. Pss had the pt move the recharger paddle away from the ins site; pt stated that the three numbers were 0 0 0. Pt placed the recharger back over the ins site and the three numbers were 0 63 78.pt repositioned the recharger and the three numbers were then 0 0 78. Pt stated that the middle number was going from 18 to 0 to 28 up and down and then ultimately back to 0. The three numbers were 0 0 0 again. Without moving the recharger, the three numbers went from having no low number 56 57 to 0 0 57. No apparent damage to the equipment. Pt stated that the back of the controller where the battery pack was located was warm. Pt stated that the recharger cord where the cord went into the paddle was warm and was getting hot. Pt noted that they had moved the recharger around everywhere for the past three days trying to recharge the ins. While pt was reading the recharger serial number to pss, pt stated that they shook so bad that they couldn't hold things still; pt did not allege that this was at all related to the medtronic device/therapy. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt stated that it had always been a little hard to get the paddle in the right place.